Event description:
Alaris primary set is being used with a baxter 150 ml empty vailfex container. Once spiked the set is nearly impossible to remove and both a nurse and a pharmacist have broken the port from the bag trying to pull it out so a flush bag could be put on to flush medication out of the tubing. Dates of use: (B)(6) 2012.